Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. There were no search results for this time period. The search was extended to find the last delivered lot with the reported catalog number, which also did not yield any results. Therefore, a lot history review or a production record review could not be performed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
This complaint captures the first of two consecutive blood loss events involving the same patient, please see associated MDR (MFR report #: 1713747-2020-00260). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The manager of dialysis operations at a user facility reported an internal dialyzer blood leak that occurred during a patient¿s hemodialysis (hd) treatment. During follow-up with the manager, it was reported that there were actually two dialyzer blood leaks involving the same patient. The first leak occurred when a fresenius 2008t machine alarmed with a blood leak alert after an unknown length of time into the patient¿s hd treatment. There was no visible blood observed in the dialysate. Blood test strips were used, and they tested negative. The patient¿s treatment was discontinued, and their blood was not returned. The estimated blood loss (ebl) from this first event was less than 200 ml. The patient was then re-setup with new supplies on a different 2008t machine. Approximately one hour into the second attempted treatment, the machine alarmed with a blood leak alert. The blood leak was reportedly visible in the dialysate compartment of the device. A blood test strip was used to test for the presence of blood, and it tested positive. There was no damage identified on the dialyzer. After the machine alarmed, the treatment was once again discontinued, and the patient¿s blood was not returned. The patient¿s ebl for the second event was also less than 200 ml. The patient elected to return the following day to perform their hd treatment. The following day, their treatment was completed with no problems. The patient was utilizing medisystem bloodlines for both treatments. It was confirmed that there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. This report captures the first dialyzer blood leak event. The device was not available for manufacturer evaluation as it was reportedly discarded, and the lot number was unknown.